Event description:
The complainant reported that a patient was placed onto impella cp support due to acute myocardial infarction/cardiogenic shock. While on support, the automated impella controller experienced a controller failure red alarm that was resolved by switching to a backup controller.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.